Manufacturer narrative:
There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The event was not related to the device as stated but most likely to the procedure. Clinical factors that may have contributed include the patient's previous medical history, anticoagulant therapy, and related comorbidities and the progression of the patients underlying disease process. There is patient, procedural and pharmacological factors that may have contributed to this event. From all indications, the device operated within specifications and as intended with no indication of any device malfunction. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report

Event description:
It was reported from the clinical study site that patient on the day after left ventricular assist device (lvad) implant, (B)(6) 2015 had an episode of bleeding from muscle of the thoracotomy that resulted in re-operation. Episode resulted in transfusion of 6 units of packed red blood cells (prbc's) for bleeding episode. On (B)(6) 2015 that patient had sustained supraventricular arrhythmia requiring drug treatment or cardioversion. On (B)(6) 2015 the patient developed right heart failure. On (B)(6) 2015 the patient developed right upper extremity phlebitis at the site of an intravenous (IV) for which he received antibiotics. It was stated that the patient was then discharged on (B)(6) 2015. No additional information available.